Event description:
Customer reported receiving multiple weak sensor and calibration error alarms. The customer also reported having air bubbles in her reservoir. She also stated she had a bent cannula which caused her to have high blood glucose then low blood glucose. The customer stated the issue was resolved when she changed our her infusion set. The customer also reported having issues with priming her tubing. The customer was advised to call back when the issue occurs. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).